Event description:
It was reported the patient had coupling issues. It was stated the patient charged their implantable neurostimulator (ins) "until the 8 bars were shaded" and they thought that meant the device was fully charged. The patient was confusing the coupling bars with the ins charge level. It was also noticed by the patient that the device seemed to have "moved out of place" within the body. The patient stopped feeling a stimulation sensation about three days ago. No falls of trauma were reported in relation to this event. It was indicated the patient could not check the charge level with the recharger because the connector pin was broken. An x-ray was taken and it showed one lead to be "out of place." A revision was scheduled for the following friday as of the date of this report. The following day, it was reported the patient was unable to adjust stimulation. The patient had to charge the device for a "very long time" and needed help getting the "machine to go again." The device was currently off. The device was then turned on and the patient could feel stimulation, however the stimulation was "not in the right place." Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Approximately four months later it was reported that the patient had come to the office for reprogramming of her implantable neurostimulator (ins). It was stated that the ins still had not been working as it had before. The x-ray of the thoracic spine indicated that one of the electrodes slipped down into the t11 and t12 level. It was stated that there appeared to be a compression deformity of the t12 body. A diffuse osteopenia was also noted. Mild spondylotic changes were seen at multiple levels. During the revision, the leads were re-positioned satisfactorily all the way into the midline incision across the body of t8, t9, and interbody of t10.

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported that there were telemetry issues. The reporter stated that the patient had had charging issues due to a broken recharger, but it had been replaced and there still wasn't telemetry with the device. It was noted that the patient tried to charge two days prior to the report, but it "didn't sound as though she was getting an active recharge screen." The antenna locator was used with a result of 44-60 and resulted in a por (power-on reset) being displayed on the recharger. This led to a normal recharge screen. It was reported that the patient was then able to charge normally and worked on "filling the first quartile." Additional information has been requested but was not available as of the date of this report.